Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was not returned to olympus for inspection. Based on the inspection results provided by the third party, the customer reported failure was confirmed. The image blackout occurred due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was found during preparation for use for a therapeutic transurethral resection (tur) procedure. There were no reports of patient harm associated with the event.

Event description:
It was reported that the subject device showed an abnormal image. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.